Manufacturer narrative:
User did not provide specific product information or photos,the contact information left by the customer: it is a voicemail, mentioning false positives, ihealth labs left a voicemail to tell the user to call or return the email, no further communication from the user was found there are the following possible situations: counterfeit products. The physical state of the personnel during the test affects the test results ongoing follow-up to collect information.

Event description:
Customer feedback: voicemail left with keyword false positive.